Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient died on the day following the date of implanting the port system. The doctor would like to know if the formalin affected the function of the catheter or because the catheter was soaked in formalin for a whole day. The catheter was cut when it was removed from the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a patient death and its association with the bard product was inconclusive. One titanium low-profile port with attachable 8fr groshong catheter was returned for investigation. The port was received with a 3.6cm segment of catheter attached and secured to the port stem with the catheter lock. The 18-21 cm depth marks were observed on the catheter. The distal segment of the catheter was not returned for investigation. With the port stem in the 12 o¿clock position and the septum visible, a suture was observed in the port base in the hole at the 11 o¿clock position. The serial number on the back of the port was (B)(4). The cross section at the distal end of the catheter segment was microscopically examined and the surface was noted to be glossy and striated, which is indicative of a cut made with a sharp instrument. It was reported that the catheter was cut when it was removed from the patient. No problems were identified on the returned sample. The cause of death was reported as the worsening of the patient's aspiration pneumonia. It was reported that the cause of death was not believed to be related to the implantation of the port. No potential contributing factors to the patient¿s death were identified on the returned sample. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the patient died on the day following the date of implanting the port system. The doctor would like to know if the formalin affected the function of the catheter or because the catheter was soaked in formalin for a whole day. The catheter was cut when it was removed from the patient. An eighty-three year old patient with alzheimers, dementia, emphysema and aspiration pneumonia. No reported complication during insertion, however, the patient became bradycardic immediately after procedure and eventually went into cardiac arrest. Advanced cardiac life support was performed and the patient was successfully resuscitated. The patient died the day after port placement. Cause of death was attributed to worsening aspiration pneumonia. The facility confirmed that the device was soaked in formalin after the patient's death.